Event description:
The customer reported to olympus, the gastrointestinal videoscope's instrument channel was clogged while being used with a cv-290. The issue was found during preparation for use prior to an unspecified diagnostic procedure. There were no reports of patient harm. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, a foreign object, rubber plug, was found inside the instrument channel tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a deformed nozzle, an aged bending cover, tight angles, and damaged and stretched angle wires. The customer did not know what the foreign material was and the device was reprocessed prior to return. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information including the legal manufacturer's final investigation and further information provided by the customer. Additionally, a correction to (g3) of the initial medwatch. The aware date should be 12-nov-2023. According to the customer, the device was cleaned before returning to olympus and debris was not found. During the procedure, a foreign body blockage was caused, suspected to be a cotton swab. The scope was normal before use, blockage was found during the cleaning after the procedure. The device was precleaned and the device was cleaned immediately after the procedure. Manual cleaning was performed, the cleaning brush could not pass normally, other cleaning steps normally ended. An automatic endoscope reprocessor (aer)/endoscope washer disinfector (ewd) was not used, only manual cleaning. The instrument/ suction channel was not aspirated with water using a suction pump. The cleaning brush could not pass normally, the naked eye could not determine the location or substance of the blockage. There was no affect noted relating to other products/reprocessing accessories involved on the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. The foreign material was possibly not removed during the reprocessing since the brush could not be passed through and the reprocessing could not be performed properly. However, the definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.